Event description:
Edwards received information that a 19mm aortic bioprosthetic valve, implanted four (4) years and one (1) month, was explanted due to aortic stenosis secondary to calcification and was then implanted with a 16mm non-edwards aortic valve. The physician described the condition of explanted bioprosthetic valve at explant as left and right coronary cusps were severely hardened, and almost lost mobility due to calcification. There were no complications reported.

Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp areas of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Host tissue was heavy at the stent inflow. The x-ray demonstrated calcification, commissures 2 and 3 wireform distorted. Wireform of all three commissures and wireform near leaflets 2 and 3 were exposed on the outflow aspect. These damages are most likely due to explant or implant. X-ray; additional manufacturer narrative: customer report of stenosis was confirmed due to calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fullyprevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.